Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, damage to the o2 connector was observed. The device's o2 connector would need to be replaced to address the issue. Determination made for device to be scrapped. Additionally, it was found that the rear case enclosure was damaged, which was not related to the reported malfunction.